Event description:
The customer reported an elevated creatine kinase-mb (ck-mb) result for one patient that recovered within the normal reference range upon retest, involving access 2 immunoassay system. The customer stated the issue started after the unit was last serviced, on (B)(6) 2008. The elevated result was not reproducible. The customer also noted b-type natriuretic peptide (bnp) results were not reproducible and above the normal reference range of 100 pg/ml, which was not considered erroneous. The elevated results were not released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility. The fse performed preventative maintenance (pm), replaced the vacuum valve due to not holding vacuum long enough, replaced the peri-pump tubing, installed new wash and precision pump valve kits, and replaced the incubator belt and clips. The fse replaced mixer rollers and mixer belt to successfully pass system check. The fse successfully completed all lumiwash/son tests. The unit conformed to the MFR's published specifications. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4), 2008 through (B)(4), 2010 for add'l reportable events.